Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor burst with spillage of the drug solution during preparation. The set was filled with 44ml of saline solution and 28ml of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from september 12, 2019 - september 13, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.